Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Product #1 pi main (B)(4). An event of loss of pairing and unable to pair resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The application is not applicable and not returned. Rcts was contacted. Device history record (DHR) review was not required per investigation procedure. The root cause of the reported event was unable to be determined. Further instruction or help was provided from the remote care technical support and the patient will call back if further assistance is needed.

Manufacturer narrative:
The reported event of the inability to pair the device was confirmed. Based on the information provided, it was determined that the user was using a phone that is not compatible with the mymerlin application.